Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2020. It was reported that on (B)(6) 2020, the patient started having extremely sharp, bad stabbing pain in the middle of her back where she thinks that the leads are. The patient states that it feels like she is riding in a car going over bumps and it hurts really bad. The patient noted that trying to walk is almost impossible. When she raises her arms, it hurts really bad in the middle of her back. It has gradually gotten worse since (B)(6) 2020. A contributing factor may be that the patient had recently picked up her niece because she had forgotten that she had lifting restrictions. The patient took her oral medications; however, they did not help at all on (B)(6) 2020. On the day of the report, her oral medications helped a little bit as long as she doesn¿t move around. The incision on her back is not open and looks ok. The patient was redirected to her health care professional. There were no further complications reported.